Event description:
A patient reported hematoma formation over the ipg pocket. It was noted to continue over the following week to 10 days following presentation. The patient was reviewed by their doctor, the doctor confirmed that the wound had healed with no further issues.